Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the wrench would not tighten the screw in the atrial port. It was also noted that the screw came out of the port. The implantable pulse generator (ipg) was not used; and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing atrial set screw. The returned device indicated the right ventricular set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.